Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes related to the device's blower motor and system board were found in the ventilator's downloaded error log. A "service required" code related to the device's sensor board was found in the ventilator's downloaded error log.